Event description:
Please note that the initial report's type of reportable event was serious injury, but through the investigation it was confirmed that the broken pieces were retrieved and did not remain in the patient. Therefore making this event a malfunction.

Manufacturer narrative:
Alleged failure: the tip of the shaver is fractured. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. Please note that the initial report's type of reportable event was serious injury, but through the investigation it was confirmed that the broken pieces were retrieved and did not remain in the patient. Therefore making this event a malfunction. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure and a piece potentially remained in the patient.